Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 18-feb-2026. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. H4. Device manufacture date has been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a supraventricular tachycardia procedure with a vizigo sheath and observed an air leakage in the side port. The device evaluation was completed on 18-mar-2026. The product was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and microscopic examination of the returned device were performed following j&j medtech procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub of the device and the shaft was bent. Microscopic examination of the hemostatic valve surface showed stress marks on the star section. The stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The hemostatic valve separation could be related to the air flows back issue reported by the customer, the complaint was confirmed. The bent shaft is an unrelated issue. The potential cause of the separation of the hemostatic valve could be related to the incorrect insertion of the dilator into the sheath and excessive force to manipulate the device; however, this could not be conclusively determined. The potential cause of the bent shaft could be related to the manipulation of the device during or after the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port; slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the biosense webster inc. Analysis finding of the ¿shaft was bent¿. -investigation findings: separation problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the customer¿s reported ¿air leakage in the side port¿ issue. In addition, biosense webster inc. Analysis finding of the ¿hemostatic valve was dislodged inside the hub¿. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 18-mar-2026 observed the hemostatic valve dislodged inside the hub. The bwi product analysis lab became aware of the hemostatic valve inside the hub on 18-mar-2026 and have also assessed this returned condition as reportable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia procedure with a vizigo sheath and observed an air leakage in the side port. Air leakage. During the procedure, there was air in the transparent tube connected to the hemostatic valve when performing blood aspiration. Changed to another sheath to complete the procedure. There was no adverse event reported on the patient. Additional information was received. The section the leakage issue was observed was the side port. The brim cap and the hub were not detached from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. No patient consequence. It did not require treatment. Blood return was not observed.